Event description:
A customer reported an event of a "smoke" (haze) emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The field service engineer was dispatched to the site and no action was taken as the fse was unable to confirm the haze/mist/vapor issue. Date received by MFR: change from 05/2006 to 10/2005. Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra was reviewed and indicates the risk for exposure to haze/mist/vapor is determined to be ¿low.¿ no parts were returned as no parts were replaced for the haze/mist/vapor issue reported. The issue will be tracked and trended. No further investigation is necessary at this time.